Event description:
It was reported that the insulin pump alarmed during the prime process. The insulin squirts out during the manual prime process. Customer has high blood glucose reading. Customer will treat with manual injection. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime the insulin pump during prime test due to loose/flush drive support disk. No alarms were noted. The insulin pump received with cracked case at display window corners. The insulin pump received with broken reservoir tube lip and scratched lcd window.